Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 150 units of cold insulin. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.